Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china sales & marketing (ocsm) for evaluation. According to additional information provided by the user facility, when the user used the device on (B)(6) 2020, the endoscopic image was not displayed and the alarm sounded. There was no report of patient injury associated with the event. Omsc concluded that the reported event was caused by a failure of the main board. The exact cause of the main board failure could not be conclusively determined, because the device has not been returned to omsc. However, based on the reported phenomenon, the failure of the main board may have been caused by the detection of anomalies in the internal circuits. The abnormality of the internal circuit may have been caused by the failure of the pressure sensor mounted on the main board. In addition, the failure of the pressure sensor mounted on the main board may have been caused by any of the following process errors; oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to oxidative corrosion. Foreign material (epoxy) had adhered due to a mounting error of the parts, and the wires inside the pressure sensor were peeled off due to the foreign material adhering. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device beeped on startup and didn't work anymore. The patient was not yet anesthetized when the reported event occurred. The user replaced the device to another device and completed the intended procedure, laparoscopic surgery. The device was used with olympus s190 series devices. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that after turning on the device, the device beeped and didn't start up. And the main board of the device was defective.